Event description:
The caller reported that the t:slim x2 pump battery would not charge, which was accompanied by a power source alert in the pump history and resulted in the pump's shutdown and inability to restart. The customer confirmed that their blood glucose level did not exceed 500 mg/dl despite the shutdown. As corrective actions, the customer resolved the issue before contacting technical support by using the initial charging supplies, which included a tandem wall adapter and charging cable. Technical support advised the customer that after a shutdown or reset, insulin on board and max hourly bolus reset to zero and cgm sessions need to be manually restarted, and they suggested monitoring the situation and to call back if the issue persisted. The customer understood these instructions.